Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 8.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.